Event description:
Unomedical reference number (B)(4). Event occurred in the united kingdom. It was reported that the patient faced an adhesive event with an infusion set that came off due to exercise. No further information available.

Manufacturer narrative:
Patient city: (B)(6). Patient country: united kingdom.